Manufacturer narrative:
Patient or user involvement information is unknown. Attempts were made to obtain the patient information but customer did not respond. No patient or user harm was reported. The field service engineer replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator experienced a battery fault and would not charge. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Further information is still pending.